Event description:
The cell dyn 1700 analyzer generated a hemoglobin (hgb) result of 6.6 g/dl and a hematocrit (hct) result of 20.4% which was questioned and setn to anaother lab which obtained a hgb of 12.8 g/dl and a hct of 37.1% there was no ompact to pt management as the low result was not reported.